Manufacturer narrative:
Unable to confirm serial number. A follow-up report will be submitted upon completion of the

Event description:
The customer reported a ventilator that is vent inop as exhibited by diagnostic code (B)(4) (post timer/24 v failure). No patient involvement.